Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an occlusion (occlusion issue) issue. It was reported that the pump emitted occlusion alarms more frequently than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/06/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:a review of the pump history showed an occlusion alarm was recorded. During testing, the pump was exercised for 24 hours on a one unit per hour basal rate with no occlusions occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no damage was found to the force sensor or on the power circuits. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.